Manufacturer narrative:
Add'l info will be submitted if the device is received and the quality investigation is completed.

Event description:
A tps cable was sent for eval because it was causing hand pieces to run without activation. No adverse event was associated with the device.